Event description:
It was reported that during a vena cava filter placement procedure, allegedly a strong resistance was felt when pushing the pusher to advance the filter inside the sheath. It was further reported that the sheath was removed and allegedly found that the leg of the filter had perforated the delivery sheath. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one denali filter kit received for evaluation. During visual evaluation, the pusher catheter was noted loaded to the touhy-borst adapter and filter storage tube. The introducer sheath was received in two segments. Segment one consisted of the introducer sheath hub, introducer stop cock and partial sheath shaft. A filter was received within the introducer sheath hub. A pinhole was noted on the sheath shaft, proximal to the hub. Complete diagonal detachment was noted on the proximal end of the sheath shaft segment. The distal end of the introducer sheath shaft segment was noted to be slightly deformed. During functional testing, an attempt to offload the pusher catheter from the touhy-borst adapter and filter storage tube was attempted and was successful. The loaded touhy-borst adapter and filter storage tube were offloaded from each other for further evaluation. No additional anomalies were observed throughout. An attempt to remove the filter from the introducer sheath hub was performed and was successful. Small resistance was felt during attempt. Filter deployed successfully. Filter limbs were present, and no filter legs were noted to be crossed. Therefore, the investigation is confirmed for the reported material puncture as pinhole was noted on the sheath shaft, proximal to the hub. However, the investigation is inconclusive for the reported advancement failure as the conditions of use could not be replicated. The investigation is confirmed for the identified deformation due to compressive stress as the distal end of the introducer sheath shaft segment was noted to be slightly deformed. The investigation is also confirmed for the identified detachment as complete diagonal detachment was noted on the proximal end of the sheath shaft segment. A definitive root cause for the reported material puncture, advancement failure and identified detachment, deformation due to compressive stress could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion) . H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, allegedly a strong resistance was felt when pushing the pusher to advance the filter inside the sheath. It was further reported that the sheath was removed and allegedly found that the leg of the filter had perforated the delivery sheath. There was no reported patient injury.